Manufacturer narrative:
A vyaire field service representative (fsr) went onsite to evaluate the customer's device. The fsr cleaned and performed preventative maintenance on the unit. The user verification tests and calibrations were performed on the device. The device passed all tests and performed as per manufacturing specifications. No components are send to vyaire so no more information will be available for this issue.

Manufacturer narrative:
Vyaire reference number: (B)(4). At this time, vyaire has not received the suspect device/component from the customer. If additional information is received or a final evaluation is performed, then supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator's screen was flashing, the ventilator was alarming, and the ventilator stopped cycling while on a patient. The customer reported that there was no patient harm or injury due to the event.